Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 54 mg/dl, 164 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose with glucose gel and glucagon shot. . Customer was neither in emergency room, nor admitted into hospital. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about auto mode with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.